Manufacturer narrative:
Section d4: updated serial #, primary unique device identifier (UDI) # section h4: updated device manufacture date.

Event description:
It was reported by the customer that a pyxis medbank system had unable to issue oxycodone tab 5mg ir medications. The customer reported that the pharmacy approved another medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rxverify request rejected by pharmacy. A technical support specialist recommends that the customer reach out to their pharmacy to approved the latest rxverify request in mql. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the medbank.